Manufacturer narrative:
A patient called for medical information and reported an adverse event. The patient stated that he had three unknown stents implanted into unknown vessels approximately 2 ½ years ago. Six weeks ago, the patient developed pinching or chest pain and went to see his physician. An angiogram was performed and revealed a 90% stenosis of one of the previously implanted stents. The patient noted that the other two implanted stents were fine. The patient did not know the locations of the stents. The occluded stent was treated with an unknown cypher stent and he has not had any chest pain since. The patient initially reported that he had an unknown cypher stent implanted at an unknown time and that as of (B)(6) the patient is feeling "pinching in my heart that comes and goes". A call was placed to the patient to further clarify the reported events and the patient denied that a call was ever made to cordis. A call was also placed to the physician's office that the patient provided and they have no record of the patient in their office. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Since it is our intent to report conservatively this information is being captured as a complaint for restenosis. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the limited and conflicting information provided it is not possible to determine what factors may have contributed to the reported event or if there was actually an adverse event associated with the implanted cypher stent. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that the event date is unknown.

Event description:
A patient called for medical information and reported an adverse event. The patient stated that he had three unknown stents implanted into unknown vessels approximately 2 1/2 years ago. Six weeks ago, the patient developed pinching or chest pain and went to see his physician. An angiogram was performed and revealed a 90% stenosis of one of the previously implanted stents. The patient noted that the other two implanted stents were fine. The patient did not know the locations of the stents. The occluded stent was treated with an unknown cypher stent and he has not had any chest pain since.